Event description:
It was reported by service report that the frame was bent under the head end. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions - bed replaced.